Manufacturer narrative:
The device was not returned to olympus for evaluation. The root cause for the probe breakage is most likely due to the probe coming in contact with a hard or thick surface during activation. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." Additionally, the generator produces an error warning to perform a probe check (u504) in an effort to prevent probe breakage from occurring. If the user ignores this error code and continues to use the device, there is a high likelihood of the probe breaking.

Event description:
Olympus was informed that during a laparoscopic/vaginal hysterectomy, the doctor used the handpiece in a delicate area in the uterus and the jaw broke off in the patient. The doctor was able to retrieve the pieces that had fallen into the patient. The procedure was completed with no patient injury. The handpiece was discarded by the customer.